Manufacturer narrative:
(B)(4). Final analysis of the device revealed no anomaly, normal device function.

Event description:
It was reported that the pump was explanted due to slowed infusion rate; "excess medication with each pump refill". Patient experienced increase in pain. Patient was not hospitalized for the event but was in the hospital for 23 hours. Patient outcome was reported as no injury. The pump used to deliver fentanyl 4000 mcg/ml and bupivicaine 12.0 mcg/ml at 2603.1 and 7.809 daily doses respectively.